Event description:
Additional information received reports that the issue of low impedances was not able to be confirmed, therefore the device is no longer reportable.

Manufacturer narrative:
The reported low impedance issue was not confirmed. Analysis of the returned ipg found it had no physical anomalies, communicated with all lab utilities, and it passed all functional testing on the ate. Which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation.

Event description:
It was reported that the patient's ipg was having impedance issues due to fluid in the header. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.